Event description:
The customer reported that the unit failed during v60 preventive maintenance (pm), the new battery will not charge. The customer reported that the unit was not in use on a patient. Issue discovered during preventive maintenance (pm). The customer contacted product support and reported that the new battery will not charge. The device needs a new power management board. The 3rd party field service engineer (fse) has replaced the power management (pm) board and the battery is still reading zero. Product support advised the customer to remove ac power and the battery to examine the integrity of molex connector. The customer is reporting the molex pin connector is pushed back. Product support provided 3rd party (fse) with the part number for the v60 cable power harness. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) replaced the power management board and the battery is still reading zero. Product support advised customer to remove ac power and the battery to exam the integrity of molex connector. The (asp) is reporting the pin is pushed back. The (asp) replaced the rp-cable, harness, power, v60 to address the reported issue.